Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 16 mmol/l (288 mg/dl) while the pod was worn 72 hours or longer. The patient reported they went to the doctor the morning of (B)(6) 2026, due to swelling and bruising at the pod site on their leg. The doctor referred them to urgent care on the same day because they had an abscess on their leg which required medical evaluation. The patient stated they remained in the hospital for one week. The symptoms included swelling, abscess, and a red rash. The patient diagnosis was an anterior mid-thigh abscess. The patient was treated with intravenous antibiotics, pain medication and an antibiotic prescription for 10 days of flucloxacillin. The patient mentioned they were kept in the surgical assessment unit because the medical team was unsure if a surgical procedure would be needed to drain or remove the abscess or if the infection would resolve with medication alone. The patient stated surgery was not required. The patient was discharged on (B)(6) 2026. A new pod was applied.